Event description:
During a cataract extraction procedure, the patient suffered a corneal burn during the phacoemulsification portion of the procedure. Stitches were used to close the wound.

Manufacturer narrative:
This form has been completed by the manufacturer.